Manufacturer narrative:
B3: exact date unknown, event occurred six months following the implant procedure.

Event description:
It was reported that the patient was experiencing increased pain in the thoracic spine and pinching sensation in the ipg site. Inadequate pain relief was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.